Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the physician had difficulty while inserting the atrial lead. Due to the patient's anatomy, the lead could travel up the internal jugular vein instead of inferior vena cava (ivc). Manual attempts to direct it to ivc also failed. After multiple attempts for half an hour, the lead was spiraled. The lead would rotate while extension or retraction of helix. The physician was concerned about the integrity of lead. The lead was not used and replaced with new one. The patient was stable.